Event description:
"Pt received 75mg of diprovan in 10 mins. Nurse apparently used wrong tubing, allowing free flow. B/p decreased, responded quickly to fluid bolus. Pump was off." A plumset was primed with diprivan and loaded into the pump. The plumset was connected to the pt's IV catheter; however, the pump was not powered on. Reportedly, the door on the pump was "loose." Approx 10 minutes later, the nurse noted that the diprivan container was "almost empty." The intubated pt received approx 75 mg of diprivan in 10 minutes. The pt blood pressure dropped from "normal" down to the "60's." A one liter fluid bolus was given immediately. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt sequelae. During testing at the user facility, the biomedical engineer noted that the latch on the door was broken. The user facility replaced the pump door and tested the pump. The pump passed all testing and was returned to the clinical setting.